Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), b7 (other relevant history), d7a (sud reprocessed and reused?) And h8 (usage of device) have been updated based on the additional information received on september 20, 2023 and october 3, 2023. Block h6: imdrf device code a15 captures the reportable event of the clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip was complicated and hard to deploy. Additionally, it was noticed that some screw got loose after deployment. The procedure was completed with other clip. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Additional information received on september 20, 2023. It was clarified that the procedure performed was esophagogastroduodenoscopy (egd). Additionally, it was reported that the clip was able to grasp, lock onto tissue and did not release from the catheter initially but eventually was able to successfully deploy from catheter. The procedure was completed with another resolution 360 clip. Additional information received on october 3, 2023: it was reported that the clip was able to successfully deploy from catheter after few manipulations.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on october 23, 2023. Block h6: imdrf device code a15 captures the reportable event of the clip difficult to release from catheter. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter at some point. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip was complicated and hard to deploy. Additionally, it was noticed that some screw got loose after deployment. The procedure was completed with other clip. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Additional information received on september 20, 2023. It was clarified that the procedure performed was esophagogastroduodenoscopy (egd). Additionally, it was reported that the clip was able to grasp, lock onto tissue and did not release from the catheter initially but eventually was able to successfully deploy from catheter. The procedure was completed with another resolution 360 clip. Additional information received on october 3, 2023: it was reported that the clip was able to successfully deploy from catheter after few manipulations. Additional information received on october 23, 2023: it was reported that following a demonstration to the physician on proper technique; there has been no recurrence of this incident.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip was complicated and hard to deploy. Additionally, it was noticed that some screw got loose after deployment. The procedure was completed with other clip. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip difficult to release from catheter.